Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. Upon interrogation, the atrial lead exhibited loss of capture. It was noted that the threshold had risen over the past several years. Other electrical measurements were normal. The lead was capped and replaced. The patient was stable.